Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer called to perform the high pressure test. Ran the high pressure test and the insulin pump failed the test. Advised the customer that a replacement of the device will be sent. Instructed the customer to revert to back up plan. No further info was provided.